Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the power module assembly. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The removed power module assembly was further evaluated. It was observed that fuse, designator f1 was open due to an electrical short.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Their device was unable to charge the battery in the device and would not power on under ac power only. Upon evaluation of the customer¿s device, physio-control observed that the device was unable to power on ac or dc power. There was no patient use associated with the reported event.